Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed. Pacing and sensing functions were tested and the device was verified to operate as expected. The brady longevity test noted a power consumption higher than expected. A section of the device circuit was identified as the cause of the higher than normal current and is the reason for the premature battery depletion.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and the device did not meet longevity expectations.